Manufacturer narrative:
(B)(4). Approximate age of device ¿ 4 days. The explanted pump was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that post implant, the patient was taken back to the or multiple times for bleeding. Anticoagulation was delayed due to bleeding. The patient also had an unspecified lung infection. The patient¿s lactate dehydrogenase (ldh) and plasma free hemoglobin were elevated, and the patient had worsening anemia. Transient pump power elevations were occurring, and a marked decrease in ¿pump hum¿ on auscultation. The lvad clinicians increased the activated partial thromboplastin time range and the patient was treated with a heparin infusion. A ramp echocardiogram was not performed, as the patient was too ill. On 18aug2017, the submitted log file was reviewed by the manufacturer¿s technical services representative and showed motor stopped commands received by the system controller. These events were brief but caused speed reductions down to 90 rpms. The vad coordinator confirmed that the hospital staff sent a motor stopped command from the system monitor on (B)(6) 2017. The manufacturer¿s technical services representative reviewed another log file dated 21aug2017. After the motor stopped command events, there were no further unusual alarms during the history which was recorded. The trended data did not show the patterns we usually associate with thrombosis. On (B)(6) 2017, the patient¿s pump was exchanged due to suspected pump thrombus.

Manufacturer narrative:
The pump was returned assembled with the driveline severed approximately 4.5 inches from the pump housing and the distal end of the driveline was not returned. The sealed outflow graft, outflow graft bend relief, and the outflow graft bend relief collar were not returned. Examination of the disassembled pump¿s blood-contacting surfaces revealed a small, pink thrombus formation surrounding the bearing cup of the inlet stator. A similar deposition was found surrounding the inlet bearing ball. Both these depositions were obstructing less than 10 percent of the blood flow path. The depositions showed areas of slight denaturation and appeared to have been in the early stages of laminated layering, indicating that they developed over an undetermined time while the pump was operating. Additionally, a large, red thrombus formation in the outlet stator was observed surrounding the bearing ball. This deposition¿s lack of laminated layering indicates that it did not initially form in the outlet stator. The darker areas of denaturation on the thrombus as well as the concentric contact marks noted on the distal side of the rotor indicate that the thrombus was present while the pump was supporting the patient; however, a duration of time for which it was present in the device could not be determined. Although a root cause for the development of the observed depositions could not conclusively be determined through this evaluation, they could have contributed to the reported elevated lactated dehydrogenase and elevations in pump power. Visual examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portions of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. Hemolysis and thrombus are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.